Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available it will be reported in a supplemental report.

Event description:
The, pharmacist at the hosp, alleged the following event: "during surgery, the surgeon had difficulty to unlock the spreading screw because of presence of bone parts inserted into the slots of the distal part of the nail." Also reported that there was a delay in finishing the surgery.